Event description:
It was reported that the patient with this implantable pacemaker device received a call from the device clinic that the pacemaker needed to be checked and reprogrammed. The device remains in service. No adverse patient effects were reported.